Manufacturer narrative:
(B)(4). Additional concomitant medical products: 22-300817, arcos 17x150mm spl tpr dist ha, 361150; 31-301332, arcos con sz b hi 70mm trl, 574440. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00655. Requested but not returned by hospital.

Event description:
It was reported that the trial body would not detach from the distal stem. The surgeon was unable to remove the screw from the body causing the screwdriver to fracture. A smaller distal component was implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow up report is being submitted to report additional information

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.